Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the patient experienced perforation of the atrium and cardiac tamponade. The patient required pericardial-centesis, and surgical repair via sternotomy. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.